Event description:
It was reported the patient experienced a loss of therapeutic effect on (B)(6) 2012, and stopped feeling stimulation. It was unclear if the stimulation was on or off. Troubleshooting the patient programmer did not solve the issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v963076, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).